Event description:
It was reported that the tubing of a y-type blood/solution set with standard blood filter ¿disconnected¿ from the blood filter. The disconnection was reported to have occurred upon spiking the blood bag, after priming the set with normal saline. The reporter stated that there was patient involvement; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned; however inspection of the photographs is complete and confirmed the reported condition. One of the tubing leads was identified as separated from the top blood filter. The cause was unable to be determined. In order to address and further investigate this issue, a CAPA was opened. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Photographs of the device have been received, and an evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.